Event description:
In 2004, the pt contacted lifescan alleging that her one touch profile meter was prompting the not ok message. The medical affairs specialist spoke with the pt two days later. The pt had carotid artery surgery four days later. She was treated in a care ctr following the surgery. While at the care ctr, she was given insulin to control her diabetes, as her blood glucose results were in the 200 to 300mg/dl range. She was discharged to home twenty one days later. Once home, she was not able to get a result on the reported meter and contacted lifescan. She tested that she takes several pills for diabetes, but does not take insulin currently. The customer service rep walked the pt through cleaning the meter and retesting. The not ok prompt was not resolved. There is no indication that the pt experienced injury or medical intervention due to the meter. Based on the unresolved not ok issue, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.